Event description:
It was reported that the pt underwent a posterior cervical spinal fusion c3-6 using rhbmp-2/acs. Two days post-op, the pt presented with hives and allergic reaction. The pt was treated with clarimex 5mg, tid, and oral steroids. Uriticaria over the entire body has persisted for 3 months.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.